Event description:
The vest restraint was applied backwards ie front to back. This allowed the pt to slip between the straps. Pt was found with straps around her neck. Pt had respiratory arrest. She was sent to ICU and had full recovery. Vest not labeled as front or back.